Event description:
A report was received through a another country reporter that the sleeve of the trach care device had swollen, the patient's sp02 (oxygen level) fell and the ventilator alarm had sounded. This occurred in the middle of the night, the same evening that the device had been set up. The use of the device was stopped and the patient was suctioned with another device, an open suction system. The patient's condition was cited as stable. However, the incident report cited patient injury and medical intervention. Follow-up inquiries for clarification have not been responded to. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the reporter, where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
A recently purchased lot number was provided but the end user was not sure if this was related to the incident device. If the sleeve of the device swells and the ventilator alarms, there are several potential considerations: the final position of the catheter tip in the sleeving process during manufacturing. Specifically, the end position (final placement) of the catheter tip is at or below the allowed tolerance which could cause this event to occur (retraction past the peep seal resulting in sleeve inflation). The air for the patient is going to the sleeve due to a breach in the product. The catheter has been pulled back too far. If this was the case, this would be a user error since the directions for use clearly show when to stop retracting and the consequences when it is not retracted properly. Without the device for evaluation, no conclusion can be drawn. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.